Event description:
A customer found evidence of blood contamination in one of their 1550 dialysis machines and evidence of saline in 14 of their 1550 dialysis machines. The blood and saline were found in the internal pressure monitoring lines. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the blood line during patient use. No patient injury or medical intervention was reported.